Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken and leaking dacapo powerpack has been received at service _ repair. Neither user contact to electrolytic fluid nor injuries were reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
A broken and leaking dacapo powerpack has been received at service _ repair. To date there has been neither report of user contact to battery chemistry nor of any injury incurred.